Event description:
It was reported that per the pt's audiologist who has been following him closely, the pt's implant now has 6 electrode channels with hi impedance readings. According to info received, the pt has seizures and bangs his head.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.